Event description:
It was reported that an ilet bionic pancreas sustained a cracked, nonfunctional screen after being knocked to the floor when the user¿s dog jumped on the user, resulting in inability to unlock or operate the device and inability to use ilet software features. Symptoms included no injury. Outcomes included no medical care, with continued therapy using backup options and continued cgm monitoring via dexcom app or receiver. Investigation included collection of event details and arrangement for device return and replacement. Investigation of this case revealed device damage consistent with accidental impact leading to screen/display failure and loss of user interface function. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to accidental impact.